Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer's blood glucose level at the time of incident was 147mg/dl. The customer states they received motor position encoder error alarm. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the displacement, basic occlusion, prime, operating currents, self test and off no power tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery. Unable to confirm the motor position encoder error alarm due to the erased history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.